Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen. The force sensor pins were intact at the time of eval. Review of the pump history revealed loss of prime alarms associated with zero force. The pump was primed and exercised successfully with no alarms occurring.

Event description:
Eval revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force.